Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The extender tubing was also returned. An optical fiber break was observed at approximately 57.9cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The optical fiber was found to be broken, confirming the reported problem. However, we are unable to determine how or when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy on a patient, the sensor pressure disappeared after one hour. The sensor pressure was displayed without any problem when the sensor cable was initially attached. It was noted that if the cable was re-attached the iabp unit generated an "iab light sensor failure" message for a moment when the baseline appeared. It was later reported that the fiber optic was unable to be used and the information was obtained elsewhere to continue treatment. There was no known harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon(iab) therapy on a patient, the sensor pressure disappeared after one hour. The sensor pressure was displayed without any problem when the sensor cable was initially attached. It was noted that if the cable was re-attached the iabp unit generated an "iab light sensor failure" message for a moment when the baseline appeared. It was later reported that the fiber optic was unable to be used and the information was obtained elsewhere to continue treatment. There was no known harm or injury to the patient and no adverse event was reported.